Event description:
Account states 2-3 months ago a pt became combative and pulled drain out under extreme force, the drain broke at the incision site, half of the drain was still inside and had to be surgically removed.